Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while transporting a patient in his hospital bed from the ccu into the elevator the tubing that was infusing fentanyl had detached from the medication bag and drip chamber when it came into contact with the elevator wall. The medication leaked onto the elevator floor. The rn removed the patient's bed from the elevator and changed the IV bag and tubing. There was no patient harm.